Event description:
It was reported that the patient's right ventricular lead was capped to externalized conductors. The patient's condition was unknown.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.